Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cardiac resynchronization therapy: femoral approach.¿ revista portuguesa de cardiologia. 2017;36(4):0870-2551. Http://dx.doi.org/10.1016/j.repc.2016.07.015.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted pacing leads. The article was regarding a ¿patient with bilateral subclavian vein occlusion, in whom a cardiac resynchronization system was implanted via a femoral vein.¿ during the recovery time post-procedure, the patient developed a pocket hematoma which the author stated was related to ¿early administration of enoxaparin.¿ the hematoma required surgical drainage. Of note, during the first follow up visit, 40 days post implant, the patient¿s condition ¿improved markedly.¿ the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that the reported event was not related to any of this manufacturer's product; but only related to the "early postoperative administration of enoxaparin." The author also indicated that two years post procedure, the patient is alive and stable with class ii heart failure and no further hospital admission and the pacing system is working "properly." There was no other medical or surgical intervention taken.